Event description:
My sister and I reside together. She had cold symptoms and although we are both vaccinated we were concerned about covid. We both took allume home covid tests that were (B)(6) a piece. I had no symptoms. They both came back positive. We had official lab tests the next morning and they both were negative. There is no way to alert the allume people that a confirmation test was negative. They are under a eua and that should be reconsidered given a lot of reviews I have since read of false positives. FDA safety report ID # (B)(4).